Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient incurred a pseudoaneurysm after using the angio-seal device. The patient has had several interventions and the closure site was then closed with a closure system. The puncture of the afc (common femoral artery) was without complications. Before the afc (common femoral artery) was closed, an angiogram was made which unequivocally indicated the indication to use a closure system. The application of the angio-seal evolution was without incident. It was reported that after approximately 30-40 minutes after the intervention (in the monitoring room) of the clinic, heavy bleeding occurred in the puncture area. The patient developed an aneurysm spurium and had to be surgically treated (by the vascular surgeon). The patient is doing good again. Additional information was received on november 9, 2018. There was a pre deployment angiogram performed. The puncture site was not below the common femoral artery, the puncture was lege artis. An ultrasound was performed. A vascular surgery was necessary to treat the aneurysma spurium. There is not a direct allegation against the device from the clinician that it caused or contributed to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.